Event description:
The reporter noted ¿the screw broke under the head during an osteotomy of weil." No pt injury. Surgery time was increased by 10 minutes. Add¿l info was requested by integra.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based on the reported info.